Manufacturer narrative:
Device analysis: one smiths medical cadd cassette reservoir was returned for analysis. Visual inspection was performed under normal lighting in order to detect any damage and no discrepancies were found during the visual inspection. Functional testing was performed using a syringe in order to detect leaks in the cassette and no leak was detected. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that after a smiths medical cadd cassette reservoir was filled, leakage was noted from the pouch. Subsequently, the cassette was emptied. No patient was involved in this event. No adverse effects were reported.